Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the left ventricle despite being deployed at a proper depth. Under echocardiogram and angiogram assessment, the valve was recaptured, aligned at the proper depth and was released. After release the valve dislodged to a depth of 20 millimeter (mm) into the lv and severe paravalvular leak (pvl) was observed. An attempt to snare the valve was unsuccessful and a second non-medtronic valve was implanted valve-in-valve. Post assessment showed trivial (pvl). No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history records were reviewed and showed the device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. A procedural cine image submitted for review confirmed that the valve was released and dislodged into the left ventricle at the level of the waist of the valve. The severe pvl was also evident. The provided film could not confirm the usage of a snare or the implant of the second valve. Potential factors that can influence a valve to dislodge include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Valve dislodgement events are typically not related to a device malfunction. A variety of factors can contribute to pvl, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the suboptimal position (deep) of the valve was the likely cause of the pvl. If information is provided in the future, a supplemental report will be issued.